Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibration alert. The implantable cardioverter-defibrillator was found to be in backup vvi. Programming change was made. There was no patient consequences.